Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 316mg/dl on the contour next link 2.4, retested on a different meter and the reading was 98mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Also, when comparing to the hospital meter there was a 70-90mg/dl difference between the readings. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid. No adverse event was alleged. The test strip information was not provided. The customer received a new meter.